Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump sometimes delivered insulin and sometimes it did not. Customer's blood glucose was close to 400 mg/dl. Troubleshooting was performed and cannula was not bent. After troubleshooting, customer was advised that infusion set would need to be replaced.